Event description:
It was alleged that the pump shutdown during use on a pt. It was noted that the pump was plugged in with four channels working. Channel b shutdown and the nurse left to retrieve another unit. On her return to the room she stated, the pump had shutdown. No pt consequence was reported.